Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00037. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cystoscopy and transurethral resection of the prostate (turp), following insertion of the device, the physician noticed the the tip of the instrument was not functioning properly. The device was removed and it was discovered the tip of the subject device broke off inside the patient. The broken piece was successfully retrieved without any complications. There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.